Event description:
A malfunction alarm occurred, identified by a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues persisted, which the customer acknowledged and understood.